Event description:
Info was received from the asp trained biomedical engineer at the facility indicating that while he was performing a leak back test on the sterrad unit, he noticed smoke coming from the oil mist filter on top of the vacuum pump. There was some oil residue on the oil mist filter. To date, no human reactions have been reported as a result of the oil mist.

Manufacturer narrative:
This is capital equipment and was evaluated at the facility by their asp trained biomedical engineer. No other info was provided.

Manufacturer narrative:
Asp investigation summary: the investigation included a device history review, functional analysis, service history review, complaint trending by problem code, failure mode and effects analysis, system hazard use and misuse analysis and a correction and preventative action plan. A review of the DHR (device history record) for this sterrad 200 sterilizer shows that the system met all specifications at the time of release for shipment and there were no issues related to this failure mode. The service and complaint histories for the sterrad 200 serial number were reviewed. This machine does not have a trend of haze/oil mist and stage timeout failures six months prior to this event. No parts were returned. No additional information could be provided by the biomed or the facility. There is not a significant trend of haze/oil mist complaints on the sterrad 200 product line from (B)(6) 2009 through (B)(6) 2010. The fmea (failure mode and effects analysis) was reviewed for the oil mist filter. All rpn (risk priority number) scores for the failure of this part are below 100; and thus, considered low risk. The hhe (health hazard evaluation) was reviewed for the haze/oil mist issue. The hhe health index was considered low risk. The shuma (system hazard use and misuse analysis) was reviewed for the haze/oil mist issue. The shuma's adjusted risk was considered alarp (as low as reasonably practicable). Two capas (corrective and preventative action plans) were generated to address the sterrad 200s oil mist filter and stage timeout failures. Asp will continue to monitor trends.